Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the motor sounds labored and buttons were less responsive, harder to press and sometimes has to press buttons twice. It was reported that they had random unexplained no delivery alerts. The insulin pump will not be returned for analysis.